Event description:
International affiliate reports the perforator became jammed in the patient's cranium. A larger hole was drilled in order to extricate the perforator and the procedure was prolonged by 15 minutes.